Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had a left knee replacement in (B)(6) of 2015 at the (B)(6). In (B)(6) of 2015, patient had an infection which was irrigated and debrided in (B)(6) of 2015. Patient had a revision of his left knee on (B)(6) 2015 by dr. (B)(6) in which prod 6495-6-080t lot: e1xjs was implanted. In (B)(6) of 2016 patient's leg became extremely sore and non-weight bearing. Patient had another revision of the left knee on (B)(6) 2016. The stem had broken in half. Patient is currently in a wheelchair. Patient has explanted product but does not want to return the product. Patient is currently seeking compensation. This complaint is for the revision that took place on (B)(6) 2015.

Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: mrhk femoral bushing; cat# 6481-2-110; lot# led037. Mrhk femoral bushing; cat# 6481-2-110; lot# ldz470. Mrhk tibial sleeve; cat# 6481-2-140; lot# led535. Mrh axle; cat# 6481-2-120; lot# ctd7293. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 071748. Mrhk tib ins 16mm md/lg m2/l2; cat# 6481-3-316; lot# ldx307. Gmrs extension piece 60mm; cat# 6495-6-060; lot# ekpfm. Gmrs dist fem comp std l 65mm; cat# 6495-2-030; lot# el*el. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an mrh bumper was reported. The event was confirmed through medical records. Device evaluation and results: not performed as items were not returned. Medical records received and evaluation: in this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. Examination of the explanted components and their fracture surfaces could confirm this mechanism and rule out factors of faulty material or manufacturing. Device history review: indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot referenced. Conclusions: the medical review concluded that: in this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. Examination of the explanted components and their fracture surfaces could confirm this mechanism and rule out factors of faulty material or manufacturing. The exact root cause of the infection cannot be confirmed as insufficient information was provided. Further information such as pathology reports including strain of infection identified is required to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
In (B)(6) 2015, patient was reported to have an infection. In (B)(6) 2015, patient was irrigated and debrided.